Event description:
Dr. (B)(6): we removed tooth 46 on (B)(6) 2018 ((B)(6) 2018) and placed guidor. Everything seemed to be healing great. Ppte took scan to place implant on (B)(6) 2019 ((B)(6) 2019) we opened and the guidor was intact. We removed everything. When the tooth was removed, the pulpits ended instantly (the pulp was removed with the tooth!) The extraction was on (B)(6) 2018. There was no bone formation when we reopened the site. There was no infection to this tooth, the pulp was inflamed so patient decided to remove the tooth instead of a root canal.